Event description:
This is a report of a home patient (hp) who experienced a system error 2367 (resume error, critical error found) while performing therapy on the homechoice (hc). The patient was connected at the time of the alarm. Nothing unusual was noted about the supplies or set-up. The patient was able to perform therapy at a later time with no difficulties. The technical service representative (ts) discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new machine arrived for the patient to use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported event could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.